Manufacturer narrative:
Initial reporter city-(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12 atmospheres for 30 seconds upon second inflation on the middle side. The device was removed without any problem and the procedure was completed with a different device. As per physician's comment, the device was used in the calcified nodule and it may have come in contact with the nodule part. No complications reported and the patient is in good condition after the procedure.